Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's leads had invalid impedances. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.